Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had two signal artifact monitor (sam). Technical services (ts) was consulted and reviewed stored data. Ts discussed how there was oversensing of noisy signals due to electromagnetic interference (emi), with the caller confirming the patient had a procedure during the stored episodes. Additionally, there was pacing inhibition longer than 2 seconds but available data did not indicate if the patient had an underlying rhythm during that period. Ts discussed device programmed settings. This device remains in service. No adverse patient effects were reported.